Manufacturer narrative:
The customer requested just a replacement therapy switch/knob with no engineer evaluation.

Event description:
It was reported to philips that the device had a defective therapy switch/knob. There was no patient involvement.